Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based on the device damage that was reported, the most likely cause for the reported failure can be attributed to misuse/mishandling.

Event description:
On 30-mar-2022, it was reported by a sales rep via sems that an ar-3380-4002, bridge, 2 stopcock for 4mm scope appeared to be broken at welding join. There is not more information on the type of the procedure and when the fault happened.